Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3536a (heartstart mrx als monitor) indicating a device malfunction. The event was outside of use and there was no reported patient nor user harm. Remote service was provided, the device malfunction was specifically, the device failed self-test due to a paddle issue. Customer refused to replace with a new one. The malfunctioned device is not available for investigation and remains at the customer site. No parts replaced, no service performed. The engineer provided their analysis findings however the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx device could not pass the self-test due to a paddle issue. There was no reported patient involvement.